Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced liquid/moisture/droplets in syringe and foreign matter in device cannula/needle/syringe or any fluid path component. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 303310, batch no.: 9072983. Per phone call: distributor reporting that customer found "almost a whole case" where there appears to be condensation in the barrel and they want to know if it is ok to use. They "just received" this box but rep did not provide date. Per customer email: reported issue: called bd to see if this was still considered sterile and okay to use and they advised not to use these you can see it in the chamber, but once you pull back the plunger it removes it. Per customer response: what is the date the syringes were discovered? (B)(6) 2020. How many syringes are affected? 1 case.

Manufacturer narrative:
H.6. Investigation: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Please understand that this is a rare occurrence and we apologize. Photo was received, upon observation, white point of what could be a silicone accumulation or a damage to the syringe is appreciated, however, this cannot be determined with the photographic sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. After the documentary review of the batch file, no records of quality events related to the defect reported by the client were found, the batch was inspected and subsequently released according to the established quality criteria, during this inspection the test is performed of silicone content obtaining conforming results.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced liquid/moisture/droplets in syringe and foreign matter in device cannula/needle/syringe or any fluid path component. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 303310, batch no.: 9072983. Per phone call: distributor reporting that customer found "almost a whole case" where there appears to be condensation in the barrel and they want to know if it is ok to use. They "just received" this box but rep did not provide date. Per customer email: reported issue: called bd to see if this was still considered sterile and okay to use and they advised not to use these you can see it in the chamber, but once you pull back the plunger it removes it. Per customer response: what is the date the syringes were discovered? (B)(6) 2020. How many syringes are affected? 1 case.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced liquid/moisture/droplets in syringe and foreign matter in device cannula/needle/syringe or any fluid path component. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 303310. Batch no.: 9072983. Per phone call: distributor reporting that customer found "almost a whole case" where there appears to be condensation in the barrel and they want to know if it is ok to use. They "just received" this box but rep did not provide date. Per customer email: reported issue: called bd to see if this was still considered sterile and okay to use and they advised not to use these you can see it in the chamber, but once you pull back the plunger it removes it. Per customer response: what is the date the syringes were discovered? (B)(6)20. How many syringes are affected? 1 case.

Manufacturer narrative:
H.6. Investigation: photo was received, upon observation, white point of what could be a silicone accumulation or a damage to the syringe is seen, however, this cannot be determined with the photographic sample. Additionally, 104 samples received for investigation. Samples were evaluated for loose foreign matter in the fluid path and lubricant presence. Please note, the only liquid used in the manufacture of the product and that could cause an excess similar to the one reported ("condensation") is silicone which is medical grade and has a lubricating function, however, the silicone content is within the acceptance criteria in all samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. After the documentary review of the batch file, no records of quality events related to the defect reported by the client were found, the batch was inspected and subsequently released according to the established quality criteria, during this inspection the test is performed of silicone content obtaining conforming results.